Event description:
Duration of surgery was extended. Locking ring of acetabular shell was damaged during surgery (prior to insertion of shell liner). Surgeon damaged lock ring. Because of this damage, the liner would not lock in shell. Surgeon replaced shell with another shell and a new shell liner without incident.